Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had multiple pump error alarms. Customer's blood glucose value was 67mg/dl. Customer experienced unexpected restart with the insulin pump. Customer stated the alarm did not occur immediately after a battery change, but other alarms were not resolved. Customer declined to troubleshoot for low blood glucose value. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. The test energizer battery was removed from the battery compartment and reinserted after sixty seconds, less than ten minutes, and more than ten minutes. Device powered up properly after insertion of the battery. Performed a safe shut down of the insulin pump and then powered the pump back on. No unexpected post-reset ram crc alarm, history pointers failed. The history pointers are corrupted, or trace pointers are invalid alarms were noted during testing. Insulin pump received with scratched case, pillowing keypad overlay, missing display window cover, and a minor scratched lcd window.